Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the pipettor. There have been no further reports of discrepant results since the pipettor was replaced. A review of the architect i2000sr sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation, no product deficiency was identified. Patient identifier sids (same patient): (B)(6).

Event description:
The customer reported a false positive architect total b-hcg on a patient that was not reported out of the laboratory. Results provided: (B)(6) 2023, sid (B)(6) -01 = 541.14 miu/ml, repeat with sid (B)(6) = < 1.2 miu/ml. No impact to patient management was reported.